Event description:
It was reported that the right ventricular (rv) lead had varying and high superior vena cava (svc) coil impedances. The svc coil was turned off and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).